Event description:
It was reported that this right atrial (ra) lead was part of the system revision due to infection. A transesophageal echocardiogram (tee) was performed on the patient and then a full system explant was done. No adverse patient effects were reported. The ra lead was explanted.